Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients are instructed to discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information: follow up information was provided to baxter by the consumer. The adverse event outcome of peritonitis was amended from recovering to resolved. It is unknown if the issue of break in aseptic technique was resolved.

Event description:
This report was received from global pharmacovigilance (gpv) by a consumer from the (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient, coincident with dianeal pd2 bag therapy. On (B)(6) 2011, the patient began dianeal pd2 therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient was admitted to the hospital (reason unknown). On an unreported date, a break in aseptic technique occurred. Reportedly, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy drain and abdominal pain. The cause of the peritonitis was the break in aseptic technique. On unreported date, the patient was started with ciprofloxacin (500mg/tablet/twice a day), metronidazole (500mg/tablet, three times a day), cephalexin (500mg/tablet, twice a day), and ceftazidime (1gram, route and frequency not reported). The outcome indicates the peritonitis is resolving.